Event description:
It was reported that the patients right ventricular (rv) lead had dislodged. An intervention was completed to remove the lead at which time it was discovered there was tissue in the helix. A new rv lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: mcs-p3-26-aoa-us, corevalve transcatheter aortic valve; implant: (B)(6) 2015. (B)(4).